Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that e226 error occurred due to a communication failure caused by a cable malfunction. The cause of the cable failure could not be identified. E226 error is an error that occurs when there is an abnormality in the communication between the endoscope and the processor. (Otv-s300 instruction manual, chapter 10, when an error occurs, 10.2 how to recognize and correct the error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The following findings were also noted during device evaluation: a smashed connector tip. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the autoclavable camera head had a patchy picture during preparation for use. There were no reports of patient harm associated with this event. The device was returned to an olympus service center for evaluation. During the device evaluation, error code e226 was displayed, due to a faulty cable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.